Event description:
It was reported that the 3.0x38mm xience proa stent delivery system was being prepared when a leak was noted at the middle of the shaft. Another 3.0x38mm xience proa was used to continue the procedure and post dilatation was performed per standard procedure completing the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that inadvertent mishandling during unpackaging for preparation of the device contributed to the reported leak. However, based on the information provide and because the device was not returned for analysis a conclusive cause for the reported leak/splash could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.